Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported to the technical support engineer (tse) that the instrument was not articulating correctly. The tse confirmed the error logs showed error 100 pointing to unexpected set up joint (suj) movement on universal surgical manipulator (usm) 4. The tse suspected that the issue could be related to the remote center being out of place. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse confirmed that they had done several cases on this robot since the original report date and no issues were present. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the instrument involved with this complaint to perform failure analysis.